Event description:
It was reported to boston scientific corporation that during a vaginal vault suspension procedure using an uphold vaginal support system, the physician threw the mesh leg assembly through the patient's left sacrospinous ligament. However, when the physician attempted to pull the mesh leg through the patient's tissue, the suture (with the needle at the end), detached "about 1/3 of the way up" and was captured inside the capio cage. The physician then reportedly removed the arm "by backing it out" and completed the procedure with another uphold vaginal support system, which "went in just fine." There were reportedly no complications to the patient, who is "fine" post-procedure.

Manufacturer narrative:
(B)(4).device expiration date:though the device lot# is unknown, the complainant indicated that the device was not used past its expiration date.the device has not been received; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.